Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: - material rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. - device appears to trigger rejection: unable to confirm as it is a medical event not related to the device. - capsular contracture: unable to confirm as it is a medical event not related to the device. - foreign body reaction: unable to confirm as it is a medical event not related to the device. - inflammation: unable to confirm as it is a medical event not related to the device. - no clinical signs, symptoms or conditions: unable to confirm as it is a medical event not related to the device. - seroma: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. The device has been explanted.